Event description:
Got essure (B)(6) 2010. Did the hcg test and all was blocked and where it was supposed to be. After about 6 mo., I have had high blood pressure, irregular periods, painful intercourse, hip and joint pain, insomnia, weight gain, muscle spasm, dry eyes/skin/hair, cramping, sharp stabbing pelvic pain, hot flashes, pcos excessive bleeding in periods , long menstrual cycles, spotting after intercourse, itching of vaginal entrance and lips, breast tenderness, abdominal fluttering, back hip/joint pelvic pain, all over body aches, fatigue, metal taste in mouth, heartburn, headaches and migraines, dizziness, fainting, tingling, and numbness in arms/hands/legs/feet, forgetfulness, ringing in ears, skin feels like its burning or tingling, tremors/shakiness and easily unexplained bruising.